Manufacturer narrative:
The investigation of the photo provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient developed bilateral capsular contracture associated with breast implant. During evaluation of the sample, it was observed to be intact. No anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿The investigation of the photo provided was completed by the failure analysis lab on 11/1/2019,¿ was erroneously submitted in follow up report 1. Correction ¿the investigation of the returned device was completed by the failure analysis lab on 11/1/2019.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: facility information: (B)(4). Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent breast augmentation revision surgery with two 450cc mentor memorygel breast implants experienced bilateral capsular contracture left side (baker grade iii) right side (baker grade IV) post procedure. The bilateral capsular contracture was confirmed by a physician. As a result, patient had undergone removal and replacement with two 450cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-21402 for contralateral prosthesis report.